Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report received from a physician on (B)(6) 2023, regarding a 41-year-old male patient who was implanted with epicel. The patient experienced 'squamous cell carcinoma of the right lower extremity anterior shin area' two separate times. On (B)(6) 1999, qc lot release assays (graft inspection qc2-027, sterility pre-release qc2-005), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right) were performed. All results were reported as ''pass''. On (B)(6) 1999, the patient received epicel (cultured epidermal autografts; lot number: e90106; expiration date: 15-sep-1999), for 93% tbsa (total body surface area) burn. On an unknown date in 2014, the patient was diagnosed with squamous cell carcinoma of right lower extremity, anterior shin area (pt: squamous cell carcinoma) that had been grafted with epicel. On (B)(6) 2014, the affected area was completely excised. On (B)(6) 2023, the patient was diagnosed with squamous cell carcinoma of right lower extremity, anterior shin area (pt: squamous cell carcinoma), adjacent to the original area of scc that was diagnosed in 2014. On (B)(6) 2023, the affected area was excised with clean margins noted. At the time of the report, the outcomes of the events of were reported as recovered/resolved. The reporter did not provide seriousness and causality assessment for the reported event. Additional information was received on 29-mar-2023 and 06-apr-2023 and processed with the initial. Need for significant correction was identified on (B)(6) 2023 and included the change of implantation date and expiration date for epicel. Additional information was received on 09-may-2023 and processed with the significant correction. No further information was provided. Company comment: squamous cell carcinoma is listed for epicel according to dfu. On two occasions after receiving epicel the patient was diagnosed with squamous cell carcinoma. Firstly, 15 years after receiving epicel the patient was diagnosed with squamous cell carcinoma on right lower extremity, anterior shin area. The second was almost 24 years later on the right lower extremity, anterior shin area. Even though there is a huge time gap between epicel grafting and the occurrence of the events, having in mind the product safety profile of epicel, the evaluation did not find enough evidence at this point to completely exclude at least a contributory role of epicel, therefore causality is assessed conservatively as possibly related. More information on circumstances surrounding the event, relevant medical history and diagnostic work-up is needed for a more meaningful assessment. The case qualifies as a MDR, since the event possibly contributed to development of a serious adverse event of squamous cell carcinoma.

Event description:
Squamous cell carcinoma of right lower extremity, anterior shin area, diagnosed in 2023 [squamous cell carcinoma]; squamous cell carcinoma of right lower extremity anterior shin area diagnosed in 2014 [squamous cell carcinoma].

Event description:
Squamous cell carcinoma of right lower extremity, anterior shin area, diagnosed in 2023 [squamous cell carcinoma]; squamous cell carcinoma of right lower extremity anterior shin area diagnosed in 2014 [squamous cell carcinoma].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report received from a physician on 24-mar-2023, regarding a 41-year-old male patient who was implanted with epicel. The patient experienced 'squamous cell carcinoma of the right lower extremity anterior shin area' two separate times. On (B)(6) 1999, qc lot release assays (graft inspection qc2-027, sterility pre-release qc2-005), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right) were performed. All results were reported as ''pass''. On (B)(6) 1999, the patient received epicel (cultured epidermal autografts; lot number: e90106; expiration date: 16-sep-1999), for 93% tbsa (total body surface area) burn. On an unknown date in 2014, the patient was diagnosed with squamous cell carcinoma of right lower extremity, anterior shin area (pt: squamous cell carcinoma) that had been grafted with epicel. On (B)(6) 2014, the affected area was completely excised. On (B)(6) 2023, the patient was diagnosed with squamous cell carcinoma of right lower extremity, anterior shin area (pt: squamous cell carcinoma), adjacent to the original area of scc that was diagnosed in 2014. On (B)(6) 2023, the affected area was excised with clean margins noted. At the time of the report, the outcomes of the events of were reported as recovered/resolved. The reporter did not provide seriousness and causality assessment for the reported event. Additional information was received on 29-mar-2023 and 06-apr-2023 and processed with the initial. No further information was provided. Company comment: squamous cell carcinoma is listed for epicel according to dfu. On two occasions after receiving epicel the patient was diagnosed with squamous cell carcinoma. Firstly, 15 years after receiving epicel the patient was diagnosed with squamous cell carcinoma on right lower extremity, anterior shin area. The second was almost 24 years later on the right lower extremity, anterior shin area. Even though there is a huge time gap between epicel grafting and the occurrence of the events, having in mind the product safety profile of epicel, the evaluation did not find enough evidence at this point to completely exclude at least a contributory role of epicel, therefore causality is assessed conservatively as possibly related. More information on circumstances surrounding the event, relevant medical history and diagnostic work-up is needed for a more meaningful assessment. The case qualifies as a MDR, since the event possibly contributed to development of a serious adverse event of squamous cell carcinoma.